Manufacturer narrative:
The biomedical engineer reported that their telemetry transmitter patients are not storing arrhythmia historical data in arrythmia recall on the central nurse's station. They confirmed this is only happening on the telemetry transmitter units and not the bedside monitors. They are still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with events that are not alarming. Logs have been collected and are being investigated. No patient harm was reported. Multiple patient receiver: model: ni, sn: ni. Telemetry transmitter: model: zm-530pa, sn: (B)(4). Telemetry transmitter : model: zm-530pa, sn: (B)(4).

Event description:
The biomedical engineer reported that their telemetry transmitter patients are not storing arrhythmia historical data in arrythmia recall on the central nurse's station. They confirmed this is only happening on the telemetry transmitter units and not the bedside monitors. They are still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with events that are not alarming. Logs have been collected and are being investigated. No patient harm was reported.